Event description:
It was reported the devices were used during an unknown procedure. It was reported by the rep. The first device did not cut and the second device broke. There was no consequence to the patient.